Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic cholecystectomy, when the gallbladder tube was clamped in the abdominal cavity, the absorbable clip broke. The surgeon was able to remove the parts of the broken clip. There was no patient injury.